Event description:
Consumer claims to have had ears pierced with the inverness ear piercing system in 2003. Pt sought medical attention for redness and swelling at the piercing site eleven days later and an incision and drainage was performed and oral antibiotics were prescribed. Returned for medical treatment eight days later. An incision and drainage was performed. Pt was then transferred to the hosp and was admitted. During their hospital stay, another incision and drainage was performed and i.v. Antibiotics were administered. Pt was discharged in 12/2003 and was continued on home i.v. Antibiotics for 3 weeks.